Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the planning station froze on patient folder while performing the planning. No patient was involved. When the field service engineer went on site two days later, the planning station was working as normal and the patient files from the past few weeks were opened with no problems.

Manufacturer narrative:
Investigation was performed and concluded that no device failure was found. The computer was inspected and found to be fully functioning. A test was performed at the manufacturing site to reproduce the event with the available patient folder. No issues were identified and the complaint could not be confirmed.